Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that the physician last saw the patient in (B)(6) 2013 at which time device diagnostics were within normal limits. The patient did not want the device programmed off since her seizure frequency has remained stable for over a year. The patient was referred for x-rays. X-rays were reviewed by the manufacturer. It was noted that the lead electrodes were implanted on the nerve inverted. There was a suspect lead fracture identified in the review. It was reported that the patient would undergo lead and generator replacement. No known surgical interventions have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent generator and lead replacement surgery. The generator was replaced prophylactically. Pre-operative diagnostics confirmed high impedance. Device diagnostics with the new vns system were within normal limits. The new device was left programmed off following surgery. The explanted devices were sent to the hospital's pathology department. Attempts to obtain the explanted product for analysis have been unsuccessful to date.

Event description:
Device settings were received which corrects the date of event.

Event description:
The explanted generator was received for analysis. Analysis of the generator was completed on (B)(6) 2016. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.